Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient¿s last known cgm was reading approximately 110 mg/dl before the patient went to bed and then around 9pm, the patient¿s sensor went into a brief sensor error state. Shortly after this, the patient was making a peanut butter sandwich to eat and the patient suddenly lost consciousness. The patient regained consciousness on his own around 130am. While his bg meter reading was 42 mg/dl. The patient self-treated by drinking sweet tea. After approximately 20 minutes, the patient felt better and his bg level returned to a ¿normal range¿ no specific value was provided. There was no documentation of the patient seeking assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.